Manufacturer narrative:
The customer¿s report that the tubing caused an air in line alarm on the pump from a hole that was noted in the pump segment which leaked was confirmed. During functional testing the set leaked from a small hole at the top of the silicone segment. Magnified inspection identified a small hole on the silicone segment. No tool marks or crush marks were observed on the upper fitment near the small hole. The root cause of the hole damage could not be definitively determined.

Event description:
The customer reported that the tubing caused an air in line alarm on the pump from a hole that was noted in the pump segment which leaked. There was no report of harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the tubing caused an air in line alarm on the pump from a hole that was noted in the pump segment which leaked. There was no report of harm.